Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was to be implanted within a patient's common bile duct on (B)(6), 2010. According to the complainant, the patient's anatomy was mildly tortuous and was not predilated. During the stenting procedure, strong resistance was encountered during deployment. The stent was unable to be fully deployed or reconstrained. The physician confirmed that the exterior tube marker of the outer sheath overlapped with the limit marker of the inner sheath under the x-ray illumination. The partially deployed stent was removed from the patient, and the procedure was completed with another wallflex biliary rx partially covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
(B)(4) (stent partially deployed, strong resistance, unable to be reconstrained). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was to be implanted within a patient's common bile duct on (B)(6), 2010. According to the complainant, the patient's anatomy was mildly tortuous and was not predilated. During the stenting procedure, strong resistance was encountered during deployment. The stent was unable to be fully deployed or reconstrained. The physician confirmed that the exterior tube marker of the outer sheath overlapped with the limit marker of the inner sheath under the x-ray illumination. The partially deployed stent was removed from the patient, and the procedure was completed with another wallflex biliary rx partially covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 30 millimeters. A functional analysis was performed, and it was possible to reconstrain the stent and then fully deploy the stent without issue. No issues were noted with the delivery system or the deployed stent that would have contributed to the complaint reported. Based on the condition of the returned device, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.